Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated they had return of symptoms and called the manufacturer's rep who reviewed how to make an adjustment. Patient said that it was okay initially, however the next day the pulsation in vaginal area was too strong so patient decreased the setting by one tap however now is experiencing more urgency symptoms. Patient asked for programming guidance. Reviewed therapy information and general programming guidance. Reviewed option to switch programs and offered to review instructions however patient said that she will contact the manufacturer's rep.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that recently (in the last week or so) when the patient had an urge to go to bathroom they didn't have time to get to the bathroom. The patient said they had never used the communicator before because they hadn't had a need for it. Patient services walked the caller through how to connect the communicator and handset to the stimulator. The patient got a message power on reset. Patient services walked the caller through the settings and they were on program 2 and the therapy was off. Patient services explained the therapy needs to be on to get relief. The patient said they charges every friday and when they recharge the battery is usually at 40% and this week it was at 90%, so they recharged until it said 100%. Patient services walked caller through turning the stimulation on. They were at 2.7 before, so they increased it up until they felt the st im like they did before and they left it at 3.2. Patient services had the patient check their stimulator battery level to make sure it wasn't dead. The battery level was 100% and the handset and communicator was at 86%. The caller said they don't know how their therapy got shut off. Patient services told the caller to monitor her symptoms for a couple days and see if her symptoms improve.